Event description:
In 2003, a gore excluder bifurcated endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Follow-up images revealed an increase in the size of the pt's aneurysmal sac. It was reported that the aneurysmal sac enlargement was due to endotension. In 2008, the gore excluder bifurcated endoprosthesis was re-lined with a gore excluder aaa endoprosthesis. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Aneurysmal enlargement due to endotension. Please note: attached list of add'l device implanted and involved in this event: lot#021820104. Aneurysm growth in the absence of endoleaks has been defined as endotension in the literature. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. Evidence supporting this hypothesis has been gathered during surgical conversions, translumbar punctures of the aortic abdominal aneurysm, and laparoscopic exploration of aortic abdominal aneurysm sac contents. Due to these observations, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. The device used in this particular case was the original gore excluder bifurcated endoprosthesis.